Event description:
Customer's mother reports that customer receives excessive no delivery alarms. Customer's blood glucose was 452 mg/dl, and was treated with bolus delivery. After troubleshooting, customer was able to resolve no delivery issue with a complete set change. Customer was advised to save set for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.